Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net with noise on their right ventricular lead. No intervention was performed and patient will continue to be monitored. Patient had no consequences as a result of the event.

Event description:
New information received noted that in addition to the noise, the right ventricular lead also exhibited high capture threshold, and r-wave amplitude variation. An x-ray revealed a possible lead fracture. The physician attempted to remove the lead but was unsuccessful. The lead was then capped instead. A new lead was unable to be implanted due to patient anatomy, so the patient's device was programmed atrial only. Patient was stable after the procedure.